Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a probe came out of the pedicle in two pieces during surgery. The procedure was completed using an alternative probe without reported patient impacts.

Manufacturer narrative:
The returned probe was evaluated. A visual and mechanical inspection confirmed that the tip is fractured as reported. The cause of this fracture can likely be attributed to an off-axis applied force upon removal of the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a probe came out of the pedicle in two pieces during surgery. The procedure was completed using an alternative probe without reported patient impacts.